Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection of the exterior of the device identified no anomalies. The device was interrogated and review of device memory noted a sudden, unexpected decline in voltage which began on (B)(6) 2011. A low battery fault code (the same type of code noted during the normal follow-up appointment) was recorded on (B)(6) 2011. Manufacturing data was reviewed and the device passed all testing, indicating the battery met specifications at the time of production. The device case was opened and the battery was removed. Open circuit testing showed an increase in battery voltage over a period of seven days, indicating the battery may have been recovering from a short. The battery cell was thoroughly analyzed, and a lithium cluster was identified within the cell. The presence of this lithium cluster resulted in shorting between two internal (an anode and a cathode) components and, ultimately, self-depletion of the battery. At this time, the root cause for the lithium cluster is unknown. Boston scientific will continue to monitor field reports for similar events.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) displayed the fault code "voltage too low for the remaining capacity". However, the device was able to be interrogated and all lead measurements were found to be normal. There is a concern that the battery is depleting earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the ICD remains implanted and a replacement procedure has not been scheduled. No additional information is available. Once any additional information does become available, this report will be updated.